Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen2075 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported port needle device intact upon pre-flushing, patient port-a-cath accessed with device, on aspiration for blood return, noted blood drops forming at point where tubing connects to plastic clear port needle device. Equipment failure due to hole/ impairment.